Event description:
It was reported that the pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. During troubleshooting, the customer reported that the pump was working again and declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.